Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was placed in a patient (weight unknown) after a ureteral reimplantation. According to the complainant, the physician attempted to remove the stent two days after the stent was placed. The kidney pigtail detached inside the patient's ureter. The physician was unable to remove the stent fragment and confirmed it was still present by kub. A ureteroscopy procedure was scheduled for (B)(6) 2010, however, the physician was unable to gain access to the ureter due to inflammation. The patient was prescribed antibiotics and the procedure was rescheduled for (B)(6) 2010. The patient is not experiencing any adverse reactions due to the stent fragment. She is reported to be doing "fine".

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was placed in a patient (weight unknown) after a ureteral reimplantation. According to the complainant, the physician attempted to remove the stent two days after the stent was placed. The kidney pigtail detached inside the patient's ureter. The physician was unable to remove the stent fragment and confirmed it was still present by kub. A ureteroscopy procedure was scheduled for (B)(6), 2010, however, the physician was unable to gain access to the ureter due to inflammation. The patient was prescribed antibiotics and the procedure was rescheduled for (B)(6), 2010. The patient is not experiencing any adverse reactions due to the stent fragment. She is reported to be doing "fine".

Manufacturer narrative:
A visual evaluation of the returned percuflex plus stent and revealed the stent was torn jaggedly near the proximal pigtail and the pigtail remnant was not returned for evaluation. The stent was found to be torn 29.6 centimeters from the proximal end of the stent. Calcification build up was found along the proximal end of the stent and inside the stent inner diameter. The encrustation most likely caused resistance during attempted removal of the device from the patient resulting in the device breaking. Therefore, the most probable root cause for this event is determined to be operational context.

Manufacturer narrative:
The remainder of the stent was removed on (B)(6), 2010, after dilating the patient's ureteral orifice. There are no reported patient complications.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was placed in a patient (weight unknown) after a ureteral reimplantation. According to the complainant, the physician attempted to remove the stent two days after the stent was placed. The kidney pigtail detached inside the patient's ureter. The physician was unable to remove the stent fragment and confirmed it was still present by kub. A ureteroscopy procedure was scheduled for (B)(4), 2010, however, the physician was unable to gain access to the ureter due to inflammation. The patient was prescribed antibiotics and the procedure was rescheduled for (B)(4), 2010. The patient is not experiencing any adverse reactions due to the stent fragment. She is reported to be doing "fine".